Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. (B)(6).

Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon used hand sewing to complete the procedure. Because the patient had (B)(6), the sample was discarded. There were no adverse consequences for the patient.